Event description:
Customer reported he was playing tennis and when he arrived home he noticed the insulin pump had a blank display. Customer's blood glucose was 220 mg/dl. Customer stated the device was not dropped or bumped it was just put in his bag. Customer stated the device alarmed empty reservoir when he was playing. The device was not exposed to moisture. The battery compartment, battery cap, or springs were not damaged missing, corroded, or damaged. Customer inserted a new battery and display did not return. Customer was advised to clean the battery contacts, reinsert the battery, display did not return. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was 118 mg/dl at the time of the call. No further information reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents, no damage found on the liquid crystal display isolation tape, no unexpected alarms noted, minor scratched liquid crystal display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.